Event description:
The customer reported that heparin 25000 unit/500 ml was to infuse at 18.8 ml/hr. Two nurses checked the programming, and approx 30 mins later, one of them noticed the entire bag had infused and no alarms had occurred. The pt received approx 22,500 units of heparin over 30 mins and was treated with protamine for reversal. The pt was discharged without complication on (B)(6) 2015. Biomed reviewed the event logs and confirmed that the pump had been programmed correctly. Rate accuracy testing was performed by biomed and the device delivered fluid within specification.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.